Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that the caller reports that they were just checking the device today and they are seeing a message on their handset that says out of range, contact your clinician, the neurostimulators is providing less than the requested therapy, with service code 2703. The caller commented that they had a fall, but it was about a month ago. The caller also noted that the battery is depleting faster than they are used to, but this started after a visit where programming was changed. The battery now is at 50%. Reviewed to contact the hcp first, in the meantime they can try charging the implant or changing the groups to try and resolve. The manufacturer representative (rep) states the patient is seeing a code on their handset stating "2098" and that it cannot provide therapy at the desired amplitude. Rep states they were initially set at 4.2 and went up to 4.3 but then got that message and couldn't increase therapy. Rep states they think this began "on the 10th". Reviewed checking impedances. Rep states they plan to meet with the patient on wednesday. Additional information was received from a manufacturer representative (rep) on 2025-mar-18. The rep reported that at this time they are not sure what is causing the orange investigate high impedance reading on contact 10b which is the program on which they are programmed for therapy. The hcp shows no other impedance issues other than on this contact. Everything else appears normal. They reported that they've never experienced any error code issues. Then on (B)(6) 2025 they had a surgical procedure done on their thigh. A day or two after the procedure they went to increase their stimulation where they received two errors. When initially synchronizing the programmer shows a 2703 ¿service code¿ followed by 2098 ¿service code¿ if they go to adjust their stimulation. They were unable to clear or resolve the oor issue. They interrogated several times and ran impedances three times but the issue persisted. The patient is scheduled to have their contralateral lead implant done on their left brain within the next two months at which time they plan to investigate the system as the battery pocket and his incisions behind their ear will be opened for the new lead/extension implant. The hcp is aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.